Event description:
During tonsillectomy, the physician was using the bovie equipment, the right tonsil was partialy removed when the bovie tip flashed and flame was noted. Operative area was immediately flushed with nss and the flame extinouished. There was no visible damage to oral cavity. Uvula was reddened but staff felt this may be due to suctioning. Bronchoscopy completed - pulmonary system looked unaffected. O2 saturations high 90's to 100%. Pt admitted for observation post-operatively and discharged.